Event description:
Defective pressor sensor.

Event description:
Device history record was reviewed, no event linked to the reported issue was observed. No device log was provided therefore no review could be performed. The reported device was not sent back to brézins for investigation but was repaired by UK service center. Pressure sensor was replaced to solve the reported issue and device was returned to customer. The defective sensor was sent back to brézins for further investigation. Upon inspection and functional testing it was found functional. The reported issue could not be reproduced therefore the event cannot be confirmed and could be linked to another part but can only be analyzed with the associated device. However as several complaints have been reported for the same issue, a random technical error could still be possible with those sensors. A CAPA has been opened on defective pressure sensors, but as this event is not confirmed it cannot be directly linked to it. This complaint is not confirmed. To our knowledge no patient consequences have been reported. The trend is abnormal and reported risk is lower than estimated risk.